Event description:
Healthcare professional reports one incident of a hemolytic event occurring 90 minutes into treatment. Pt complained of chest pain radiating to left arm, shortness of breath and overwhelming anxiety. Pt exhibited elevated blood pressure (184/90). Several EKG's were performed all were okay. Blood was drawn. Pt was administered nitroglycerin (dose unknown) for chest pain with no relief. 911 was called. Second dose of nitroglycerin (dose unknown) was administered and patient's chest pain was relieved. Pt was transported to hospital where the patient was admitted overnight. Labs confirmed hemolysis. Pt symptoms have resolved.